Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that placement signal unreliable alarm was active. After troubleshooting the alarm did not resolve. The impella and the aic automated impella controller) were exchanged. The new console and impella were used successfully.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.